Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. Device not returned.

Event description:
It was reported that the customer was "playing" with the pump and after inadvertently entering the default security code (security pin number was deactivated at the time), customer initiated the fill tubing sequence. Customer received 16.4 units of insulin. Customer's parent stopped the fill tubing sequence. Customer's blood glucose (bg) lowered (value not provided). Parent gave customer honey and apple juice and brought customer to the hospital. Customer was treated with an infusion of glucose. Low bg was resolved with no permanent injury. Although requested, the discharge date was not provided.